Event description:
During device f/u on (B)(4) 2013, when the "arrhythmia and therapy history" section was accessed in device memories, the programmer screen froze up. The event was reproduced with the saved pt file.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.